Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm threshold suspend. Customer's current blood glucose was 155 mg/dl. The customer was advised that they need to select suspend or restart basal. Customer doesn't exhibit low blood glucose. The customer sensor glucose value is 55 and suspend threshold limit is 70. The customer was explained the difference between the sensor glucose and blood glucose. The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals. The current blood glucose value is 152 mg/dl. The current sensor glucose value is 76. The sensor glucose and blood glucose is not within acceptable range. The customer was advised that we will ship a replacement.